Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had hit the ipg on the table; it was coming through the skin and was visible. The patient underwent a procedure wherein the ipg was replaced. It was also reported that the leads were replaced per physician's preference since the ipg was exposed and it might be a risk for infection. No device malfunction was suspected. The patient was reportedly doing well postoperatively.